Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.3 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.9 inr. Caller took warfarin based on meter result of 4.3 inr. No adverse event reported. Requested return of suspect system.